Event description:
Related manufacturing reference number : 2135147-2021-00601. The article, "persistent residual shunts after atrial septal defect closure with the amplatzer septal occluder", was reviewed. This research article reported a case study of a (B)(6) female with an atrial septal defect (asd) and a hemodynamically significant left to right shunt. The patient had a 24mm amplatzer atrial septal occluder (aso) device was implanted under intracardiac echocardiographic (ice) guidance at an outside hospital. The asd was sized based on ice and pre-procedure transesophageal echocardiography (tee) and reportedly measured 17x14mm on 2d with adequate rims all around. Balloon sizing was not reported in the notes. At 2-year follow-up, a residual shunt was demonstrated on transthoracic echocardiography. Cardiac catheterization was performed as there was persistent right ventricular enlargement and some exercise intolerance. The cardiac magnetic resonance imaging (MRI) also showed a lack of device apposition to the septum on the left atrial side with a persistent residual shunt. Tee demonstrated a residual tunnel between the discs that were splayed slightly on the aorta. The right atrial disc was "cupped" so that it was not opposed to the atrial wall. The central waist measured 20.6 mm on fluoroscopy. Three-dimensional echocardiogram confirmed the cupped appearance of the right atrial disc. Because of persistent right ventricular enlargement and patient preference, the device was removed surgically. On direct visualization, there was no obvious defect around the edges of the device, however, cupping of the fully endothelialized right atrial disc was observed. [The primary and corresponding author is gurumurthy hiremath, md, director, pediatric cardiac catheterization, university of minnesota masonic children¿s hospital, 2450 riverside avenue, minneapolis mn 55454, with email address : hiremath@umn.ed]

Manufacturer narrative:
As reported in a research article, a patient was implanted with a 24mm amplatzer atrial septal occluder (aso) device; an event of residual shunt, right ventricular enlargement, "lack of device apposition to the septum on the left atrial side", and device explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.